Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited post-sensed t wave oversensing. Programming changes were made to solve the issue. There were no patient consequences.